Event description:
Litigation alleged the patient suffered severe pain, multiple dislocations of the hip, trouble sleeping and walking, and other injuries from excessive levels of chromium and cobalt within the implanted asr hip. **update** (B)(4) 2013 - ppd received (B)(4) 2012 identifying part and lot numbers. **update** (B)(4) 2013 - medical records received (B)(4) 2013. The records indicate that patient had an infected, dislocated, left hemiarthroplasty in (B)(6) 2007 and antibiotics were placed at that time. Date of revision is unknown.

Event description:
Litigation alleged the patient suffered severe pain, multiple dislocations of the hip, trouble sleeping and walking, and other injuries from excessive levels of chromium and cobalt within the implanted asr hip.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.